Event description:
Patient in the country of (B)(6) had a surgery. Via hospital protocol for the surgery, an eye patch was required. Skin stripping occurred upon removal of the eye patch which resulted in a slight scar around the patient's right eye.

Manufacturer narrative:
Manufacturing site of eye patch: 3m (B)(4).